Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl. It was aslo reported that the patient was receiving a memory corruption message on there pdm (personal diabetes manager). The patient is experiencing high blood pressure and a heart condition. The patient was treated with different medicines at the hospital but if the patient doesn't respond well to the treatment, the patient will need surgery. The patient is still currently at the hospital.